Event description:
The CT supervisor stated that during the procedure, they were advancing the 7fr sheath with the 5fr catheter over the guide wire (the 7fr sheath was completely off of the rigid introducer). During placement through tortuous anatomy, they noticed that the tip of the 7fr was at a severe angle and the tip looked "funny". When the sheath was placed in the hepatic vein, the tip came off (the rigid introducer had not been placed into the 7fr sheath) and remained in the patient's right hepatic vein. The biopsy procedure was completed successfully. No additional procedures had been or were expected to be scheduled or performed. There had been no complications involving the patient as a result.

Manufacturer narrative:
Customer service received notification from distributor that the tip of the 7fr sheath detached during the procedure and remained in the patient. Engineering contacted the CT supervisor who was involved with the procedure to obtain additional information. Test results: observation of the failed unit clearly indicated an insufficient bond at the mating surfaces of the base material and the tungsten filled tip. Conclusions: this type of failure is primarily caused by insufficient heat at the bond joint interface. Review of the manufacturer's process and all pull test data related to this device is currently underway. This data review is expected to be completed by (B)(4) 2010.